Event description:
The cashmere coil would not detach. After the cable connection was rechecked, detachment of the coil was attempted more than 5 times, but it would not detached. The coil was finally detached in microcatheter during removing the coil. It was then inserted in the aneurysm by dpu. There was no patient injury.

Manufacturer narrative:
(B)(6). Complaint conclusion: there was no product returned for analysis. The manufacturing records for this coil lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. The complaint of coil detachment issues could not be confirmed without product return, and the root cause cannot conclusively be determined. Device handling while removing the coil from the hoop may have contributed to the complaint. The instructions for instructs to perform a pre-deployment check prior to use in the patient. There is no evidence to suggest that this complaint was related to a manufacturing issue; therefore, no corrective action will be taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.